Manufacturer narrative:
Additional information in b4, d4 (UDI), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The returned device was evaluated. The device was functionally tested with a mating driver. The handle was able to connect to and retain the driver however, the ratcheting function did not work at all. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. A definitive root cause cannot be determined.

Event description:
It was reported that during the procedure, the handle would not ratchet and the reduction tabs on the tulip head of the screw were slightly splayed making it difficult to break the tabs off. However, the screw was left inserted as it was fully functional after removing the tabs. There was no further surgical information provided and no reported patient harm. This is report one of two.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2020-00059.

Event description:
It was reported that during the procedure, the handle would not ratchet and the reduction tabs on the tulip head of the screw were slightly splayed making it difficult to break the tabs off. However, the screw was left inserted as it was fully functional after removing the tabs. There was no further surgical information provided and no reported patient harm. This is report one of two.